Event description:
Caller reported pump malfunction with code 199, identified as malfunction 16, on tandem source. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that a replacement pump would be sent. Customer will continue to use current pump; will rely on alternate method if necessary.